Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir the needle did not sit properly on the reservoir. It not put it on tighter and also when filling the insulin there was a strong pressure already on the piston of the reservoir. When the insulin ampoule was removed, the insulin shot out the front of the reservoir. No harm requiring medical intervention was reported. The device will not be returned for analysis.